Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
The complaint states that "bleeding" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported removing the sensor due to the bleeding and applied pressure to the area. However, the site bled for hours overnight while the patient was sleeping. The following morning, the patient went to the ER. At the ER, the patient was given a unit of blood as treatment. It was not reported if any other treatment was received while the patient was in the ER, or how long the patient was in the ER prior to discharge. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. The complaint states that "bleeding" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.